Manufacturer narrative:
H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified elastomeric pump device was leaking from where it was connected to a patient midline entry site. The leak was observed during ceftriaxone infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.